Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic left hemicolectomy and partial resection bladder infiltration procedure, the large needle driver (lnd) was not recognized three times while suturing the bladder. Upon initially inserting the lnd into the patient, an error message was displayed that said "instrument error. Disconnect the tool, clean and dry the contact surfaces of the equipment. If the error persists, dispose of the tool" and the surgeon was unable to take control of the lnd. The lnd was withdrawn, cleaned, and dried along with the sterile interface module (sim). The lnd was reinserted and functioned properly for a short time, but the same error happened. The same troubleshooting process was performed to attempt to solve the issue, but the issue occurred a third time. After the third occurrence of the error message being displayed, the defective lnd was replaced with a new one which resolved the issue. There was no patient injury.